Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives assisted the customer with reprogramming the system, reloading radio channels and verifying proper operation.